Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The caregiver said she was not in the room when the home patient (hp) was setting up but he said he pressed go before connecting for therapy and that was what caused the alarm. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The label review found the labeling adequate for the potential use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on a home choice (hc) during use during initial drain. The baxter technical service representative (tsr) explained the alarm to the care giver (cg). The tsr had the cg cycle power on the hc. The hc alarmed se 2367. The tsr had the cg cycle power again. The cg will start over with all new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. The writer spoke with the care giver (cg) on (B)(6) 2011 regarding the reported problem. The cg said the hp said he pressed go before connecting for therapy and that was what caused the alarm. The cg said they hadn't had any problems since, and that was the only time they had the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.